Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar loosening and subsidence, gutter impingement, and peri-implant cyst formation.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.